Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: it was reported that a female patient lost blood. The bleeding volume was 400ml after a vaginal delivery. The surgeon placed a bakri tamponade balloon catheter into the patient´s uterine cavity, as treatment for postpartum hemorrhage [pph]. The balloon was placed with toothless oval forceps as per the procedure, subsequently, the pad was found to be soaked and fluid was coming out of the balloon, so the balloon was removed, and fluid leakage was found at the tip of the balloon. The patient bled 80ml after balloon rupture without blood transfusion. After removing the balloon, the patient was filled with gauze and the bleeding stopped successfully. A section of the device did not remain inside the patient´s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation. The balloon was function tested, and a pinprick leakage was observed. Tool marks were surrounded the leak in the balloon material. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows no other complaints similar with the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The device appears to have been damaged by another instrument of unknown origin. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a female patient lost blood. The bleeding volume was 400 ml after a vaginal delivery. The surgeon placed a bakri tamponade balloon catheter into the patient´s uterine cavity, as treatment for postpartum hemorrhage [pph]. The balloon was placed with toothless oval forceps as per the procedure, subsequently, the pad was found to be soaked and fluid was coming out of the balloon, so the balloon was removed, and fluid leakage was found at the tip of the balloon. The patient bled 80 ml after balloon rupture without blood transfusion. After removing the balloon, the patient was filled with gauze and the bleeding stopped successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: phone number: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.